Event description:
It was reported that during an interrogation session that the day cycling parameters receded by 30 minutes since (B)(6) 2010, inter rogation session (start time changed from 8:00 to 7:30; stop time changed from 22:00 to 21:30). At the (B)(6) 2010 interrogation session, it was observed that the day cycling parameters increased by 30 minutes during the interrogation (start time changed from 8:00 to 8:30; stop time changed from 22:00 to 22:30). It was also noted that the day cycling parameters receded by 30 minutes since the (B)(6) 2010 interrogation session (start time changed from 8:00 to 7:30; stop time changed from 22:00 to 21:30). The neurostimulator was reprogrammed with the patient outcome reported as recovered without sequelae. If additional information becomes available, a follow up report will be sent. See also manufacturer report # 3004209178-2011-10033

Manufacturer narrative:
Lead model unknown, lot #v159340, implanted: (B)(6) 2009, explanted: na, extension model 7482a51, (B)(4), implanted: (B)(6) 2009, explanted: na, neurostimulator model 7428, (B)(4), implanted: (B)(6) 2010, explanted: na, lead model unknown, lot #uk6169884, implanted: (B)(6) 2009, explanted: na, extension model 7482a51, (B)(4), implanted: (B)(6) 2009, explanted: na, note: this device was in a clinical trial (B)(4).